Event description:
On (B)(6) 2008, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent and was diagnosed with peritonitis, not requiring hospitalization. On the same date, the patient was treated with ceftazidime 1g intraperitoneal (ip) daily and vancomycin 2g ip (accordingly to vancomycin titer in blood analysis) for peritonitis. On this same date, five peritoneal effluent cultures were obtained (3 aerobic and 2 anaerobic). The reporter stated that the peritoneal effluent was clear. On (B)(6) 2010, the event of peritonitis resolved. On (B)(6) 2010, all five cultures revealed no growth. At the time of reporting, the patient continued to receive ceftazidime and vancomycin. The root cause of the peritonitis was not reported. According to patient, there was no break in aseptic technique. The patient's concomitant medications were not reported. The nurse believed that the event of peritonitis was possibly related to pd therapy. However, the nurse stated that further culture results would provide clarity. Pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).